Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has already been returned to zoll medical corporation for evaluation, but was unable to be found.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "pacer fault 122", and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated nd attributed to the capacitor on the pace/defib engine board, which caused the fuse to blow on the analog board. The pace/defib engine board was replaced to resolve the report. The analog board was also replaced as part of the repair process. The boards were scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.